Event description:
Reported as a device aneurysm.

Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: 1/9/2008. Visual examination of the returned device determined the access port tubing connector to be a taper ii. Analysis of the device noted damage from a sharp instrument to the ring, shell and band tubing (this is the portion of tubing located between the stainless steel connector and the band, not the stainless steel connector and the port). There was no indication of wear relatetd damage to the portion of the lap-band system returned. Only the band portion of the product was returned. It was not possible to duplicate the reported event of "aneurysm" due to the returned condition of the product. Device labeling instructs surgeons to "inspect the inflatable portion of the band for uneven inflation or leaks" prior to product placement. A possible cause of the event includes over inflation of the band with sterile saline. The exact cause of the event cannot be determined.